Manufacturer narrative:
The check of the sterilization charts of the lot # involved (femoral stem: lot #201506823; femoral head: lot #201580777; acetabular cup: lot #201501585; liner: lot #201580751) did not show any anomalies on the overall number of pieces manufactured with these lot#, thus indicating that the devices were correctly sterilized before being placed on the market. This is the first and only complaint received on these lot#. The above analysis indicates that, if the presence of an infection will be confirmed, this would not be due to the lima corporate devices. It was reported that the patient had a surgery of internal fixation before total hip replacement was performed in 2015; devices implanted at the time of the initial fixation surgery (date and devices unknown) may partly relate to the possible infection. We received blood test results and post-op x-rays (related to the surgery performed in 2015), which were analyzed by a medical expert: according to the medical expert, there is no sign of prosthesis failure. The implants were placed correctly and no damage or loosening is visible. It was noticed that there were lucent lines around the proximal part of the stem, which are often related with a low virulent infection. The medical expert pointed out that the reported laboratory data (esr and crp values) are no clear indicator for or against infection. Therefore, infection can be neither confirmed nor ruled out. Among the lima corporate devices involved in this complaint, only the femoral head and poly liner are sold in the USA. Acetabular cup and femoral stem involved in this complaint are not sold in the USA. According to our pms data, we are aware of a total of 4 cases of revision surgery due to infection, on a total of 100449 ceramic femoral heads marketed ww since 2004. This gives a revision rate of 0,004%. None of the above 4 cases was product-related. No corrective actions performed. Lima corporate will keep monitoring the market.

Event description:
The patient underwent total hip arthroplasty on (B)(6) 2015. After the total hip arthroplasty, the patient was continuously receiving treatment, since he was experiencing pain. In doubt of infection on right hip joint, the patient has been on medication, but the revision surgery does not seem to be required yet. It was also reported that the patient had an initial fixation surgery before total hip replacement performed in 2015. Event occurred in (B)(6).